Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that the pump was cracked near the battery compartment. The customer cleaned the battery compartment with qtip and the pump functioned properly. The customer declined to troubleshoot for moisture and it was steam from the shower. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery or any alarm due to failed battery test alarm. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.